Event description:
It was reported as the surgeon was using the screwdriver, to place a surfix screw, the tip of the screwdriver broke off. A spare device was available that functioned properly. There was no pt injury alleged.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.